Manufacturer narrative:
Pending investigation.

Event description:
The customer reported two false negative hcg results using the consult hcg dipstick test 5000: the patient performed a home pregnancy test with first-morning urine with a positive result the morning of (B)(6) 2016. The patient proceeded to the physician's office where two tests using the consult hcg dipstick test 5000 were performed on the same urine sample. Both tests produced negative results. The patient was immediately sent to the lab for a blood test. The beta-hcg quantitative test produced a positive result of 64 miu/ml. The patient's last menstrual period was approximately (B)(6) 2016.